Event description:
On october 19, 2009, a customer called facility and reported that on event date, she was hospitalized for diabetic ketoacidosis stemming from sustained blood glucose values in the 300s and 400s. Caller states she had not adjusted her regimen, but became disoriented requiring hospitalization. The caller was provided an unk IV and observed for a few hours before being released. The following day, the customer continued to experience the same symptoms and returned to the hospital and was admitted to the intensive care unit for 4 to 5 days. The caller was again provided an unk IV while in the hospital. The caller stated that, following the incident, calluses were discovered on her abdomen which prevented the proper delivery of insulin from her medtronic pump. No additional info was provided regarding this incident. The medtronic insulin pump mentioned in this event is not manufactured or imported by our firm.